Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level increased to ¿high," although specific value was unknown. Customer switched to a backup pump to address the high blood glucose and resolve the occlusion.